Manufacturer narrative:
This event occurred in (B)(6). On (B)(6) 2020 the field service engineer (fse) found the reaction cells to be flooded. The fse replaced the cell rinse tubing, a ball bearing on the reagent syringe and performed an ultra-sonic mixer adjustment. The instrument was running within specification. The investigation determined the flooded reaction cells identified by the fse was the root cause of the issue. The flooded reaction cells diluted the sample reaction and was likely due to damaged cell rinse station tubing. Checking this tubing is part of service maintenance.

Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for potassium (k), sodium (na) or calcium gen.2 (ca2) on a cobas 6000 c (501) module. "Patient 2" initial k result was 3.94 mmol/l. The repeat result was 4.36 mmol/l. The initial na result was 124 mmol/l. The repeat result was 135 mmol/l. "Patient 3" initial ca2 result was 1.52 mmol/l. The repeat result was 2.62 mmol/l. No questionable results were reported outside of the laboratory. The na and k electrode lot numbers with expiration dates were not provided. The ca2 reagent lot number was 482216. The expiration date was not provided.